Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during drain. The baxter technical service representative (tsr) had the home patient (hp) check the patient line and the hp stated there was a crack/cut in the tubing. The tsr advised the hp to restart the setup with all new supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's father on (B)(6) 2011. There was a leak in the patient line about 3 to 4 feet from the cassette and it was a clean cut. Nothing was found that could have cut the line. He did not have the cassette from that day but he did have a companion sample. The patient has been completing therapy successfully since then; however, the patient had peritonitis as a result of the alarm. On (B)(6) 2011 product surveillance spoke with the patient's peritoneal dialysis nurse regarding this patients peritonitis case. The nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2011. She was hospitalized from (B)(6) 2011 to (B)(6) 2011. The patient was treated with antibiotics and is recovering. Peritoneal dialysis therapy is ongoing. The nurse reported that the damaged cassette was the cause of the peritonitis. No further information was given at this time.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Received companion sample in reference to se 2240. Set was placed on machine for priming and run with no alarms noted. Set was then tested underwater at 8 psi with no leak noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot (h11h30072) with no issues noted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.